Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and an alarm log review was performed. During inspection an f-38 alarm was identified in the alarm log and during functional testing. The cause of the alarm was determined to be inoperative force sensing resistors. No repairs were performed; the device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.